Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed there was a cracked on right plunger case, otherwise there was no appearance of any physical damage. During the power up process testing, check syringe plunger sensor error was found. The root cause of the reported issue was found to be normal wear. Flippers were found intermittently stuck as a result of normal wear. Replaced left plunger case. Performed preventative maintenance and all functional testing which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a force sensor error. No patient injury was reported.